Event description:
Information received from the field does not address the patient's clinical status but notes that as the physician was closing the pocket, the measured r waves were 3.5mv. The device was removed from the pocket and the lead was disconnected and repositioned in the patient. The analyzer measured the r waves at 6.5mv to 10.0mv. When the device was placed back into the pocket, the programmer measured r waves at 4.5mv. Therefore, the device was replaced.